Manufacturer narrative:
(B)(4) b5: describe event or problem ¿ additional/correction g3: date received by manufacturer - additional/correction: initial MDR should have been 3/26/2025 (MDR regulatory awareness date) instead if 2/17/2025 on the initial MDR(B)(4) h2: additional information/correction

Event description:
Subsequent to the initial MDR, correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing issue occurred. Performance data was reviewed. A pairing issue was not found within the investigation window. The allegation was not confirmed. However, signal loss over one hour was found in connection to the reported allegation. The probable cause of the signal loss could not be determined. No injury or medical intervention was reported.